Event description:
It was reported that the patient was not getting all of the medication due to cartridge leakage, and resulted in the patient becoming extremely ill, diarrhea, throwing up, and pale. The patient's spouse was concerned about the use of the cadd ms3. Additionally, the patient infusion site pain/soreness when changing it. The patient health outcome of this event is unknown.

Manufacturer narrative:
D4: lot number aa0249 does not match any device in our records. H3: neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since the lot number does not correspond with any ms3 cartridge lot numbers. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.